Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported missing segments/partial display. The blood glucose value at the time of the event was 363 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-332a, mmt-1884l, mmt-397a, mmt-7040a. Troubleshooting was performed for display issues, and the customer stated that the pump was dropped, also, the customer inserted a new fully charged battery, but the display did not return to normal. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was also performed for high blood glucose, and it was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer's response was that the device would be returned. No product return is required for mmt-397a. No product return is required for mmt-7040a.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit gave a flashing solid white / blank display along with black lines across screen. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to display anomaly. Proceeded by cutting unit open and perform visual inspection of connectors and electronic assembly. Flashing white screen was due to broken traces on the lcd glass between the lcd controller and the lcd image area. Individual traces on the lcd glass between the lcd controller and the lcd image area have been broken, preventing certain horizontal or vertical lines of information from displaying. Unable to download history files and traces using thus due to display anomaly. Unit was received with the following cosmetic damages: scratched case, pillowing keypad overlay and keypad overlay texture damage. In conclusion unit received with a flashing blank white screen due to broken traces on lcd between controller and image area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.